Manufacturer narrative:
(B)(4). The baxter field service technician made arrangements to go onsite to evaluate the device. As such, the device will not be returned to cts for evaluation. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The customer reported that the device does not deliver heparin. The reported condition of the machine: the device does not deliver heparin was evaluated by the baxter field technician. Visual inspection was performed with no physical damage noted. All the necessary functional tests were performed as per baxter's standard operating policies and procedures. The assignable cause was a defective heparin pump assay. The technician replaced the heparin pump assay.

Event description:
A nurse reported to baxter (B)(4) that the tina hemodialysis machine fails to deliver heparin. The process step was during use, therefore there was patient involvement. Any report of patient injury or medical intervention is unknown.